Manufacturer narrative:
The insulin pump alarmed button error followed by intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. No traces of moisture were noted at the electronic or motor assemblies during visual inspection. The device passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and keypad anomaly. The blood glucose at the time of the incident was 94 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.